Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level of 3.7 mmol/l. Customer was treated with glucagon. Customer had blood glucose level of 4.7 mmol/l. Customer was using auto mode feature during low blood glucose level event. Customer did not allege insulin pump for under delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.